Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter which resulted in a leak. This disconnection occurred during patient use of the devices. To resolve the issue, the transfer set and titanium adapter were replaced with new sets and the patient was treated prophylactically with antibiotics. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. All box dimensions of the device received were measured with an optical comparator and met specifications. Functional testing, including integrity testing, was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.